Event description:
I had a hernia repair done in (B)(6) 2008 using mesh manufactured by c.a. Bard. It was discovered when I went to have my prostate removed due to cancer on (B)(6) 2015 my doctor noticed that this mesh was adhere to my bowel; therefore he called a member of the general surgery team to assess the situation. The surgery team did a repair to this area. Upon being released from hospital I was vomiting bile for 3 days; therefore I returned to hospital emergency room on (B)(6) 2015 and I was readmitted. The next day (B)(6) 2015 the surgery team went in to find out where the obstruction was and they ended up doing a resection of the bowel where this mesh was fused. I was in the hospital for 9 days from the onset of this surgery with a recovery period at home of 3 months. On (B)(6) 2015 I had to return to hospital to have another surgery to remove this mesh because the incision was not healing around this area. I was informed by surgery team that this mesh was still fused to the bowel in another area which required another reaction of the bowel which required another 4 days in hospital. Now I am at home recovering which will be another 8 weeks till I am able to do anything. This bad mesh has totally destroyed my life since (B)(6) 2015. I have been in contact with 8 different lawyers and none of them want to take my case. It was stated by one attorney that a class action lawsuit was already settled for this kind of mesh. If that was the case, then why isn't there money left in the pot for people like myself that have suffer?